Manufacturer narrative:
There was no information regarding shaft proximity interference value, catheter proximity, or catheter zeroing. There were no errors reported on any biosense webster inc. Equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17623290l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: lasso navigational variable eco catheter, model #: d-1343-01-s, lot #: 17626660l. Soundstar eco catheter, model #: m-5723-18, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After pvi and cti ablation were performed, the patient became hypotensive. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unspecified amount of venous blood. Patient was reported to be conscious. Patient was monitored in the coronary care unit. There was no information regarding extended hospitalization as a result of the adverse event. Patient outcome was improved. There were no factors cited that may have contributed to the adverse event. It was noted that the event occurred during mapping or ablation phase. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since the pericardial fluid was venous blood, the physician considered that the tamponade may have been related to catheter manipulation on the right side of the heart. It was noted that the physician did not believe the adverse event to be related to any catheter malfunction. Transseptal puncture was performed with an unspecified needle. There was no sheath information. Generator was set on power control mode. Generator parameters during pvi ablation included power at 30-35 watts on the anterior wall, 20-25 watts on the posterior wall (dragging), and contact force ranging from 5-40 grams. Generator parameters during cti ablation included power at 35 watts (dragging) and contact force ranging from 8-20 grams. There was no information regarding overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure.